Event description:
No blood glucose levels reported. The customer reported that the vibrate alarm was going off when even if it was not supposed to. The alarm history of the insulin pump does not show any alarms. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).